Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 14 mg/ml at 9.216 mg/day and dilaudid 20 mg/ml at 13.166 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The patient reported being in a lot of pain, their entire body was hurting and they had a "cold burning sensation is what he described." On (B)(6) 2016 additional information received reported that the patient was admitted and had been in the hospital since monday (B)(6) 2016. The patient was getting IV (intravenous) medication. The reporter also stated that the pump had stalled and recovered and stalled again. The reporter planned to silence the active alarm and increase the critical alarm interval to 2 hours. The pump was interrogated and read. The pump logs showed that two motor stalls occurred and one motor stall recovery occurred. The ER (emergency room) physician initiated the pump to be placed at minimum rate. The patient was admitted and seen by the implanting physician. The implanting physician's plan after speaking with the managing physician was to manage the patient's pain with oral medications. The physician also wanted to explant the pump and replace it with a different manufacturers device at his surgical facility. The patient's symptoms also included increased pain all over their body. The patient's normal pain was left leg due to rsd. The patient was also nauseated. The patient had stated that they started feeling increased pain on (B)(6) 2016 and that their pump started also started alarming on that date. The cause of the motor stalls were not determined and the motor stalls and the patient's symptoms were not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.